Event description:
A hospital in (B)(6) reported via a distributor that "a pressure line port on the y-piece" was missing from an rt104 adult dual-heated breathing circuit kit. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned rt104 breathing circuit kit was visually inspected for a missing pressure line port. Results: the pressure port was not missing but rather an incorrect type of y-piece connector, the one without a pressure line port, has been packed with the breathing circuit kit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is most likely that operator error has resulted in an incorrect y-piece connector, the one without a pressure line port, having been connected with this breathing circuit. This is most likely due to a fault in the line clearance process. The standard operating procedures (sops) have been put in place to assist the operators on the production line to correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. (B)(4).